Event description:
Per fax, power switch is open. Per independent repair center statement, unit will not start. The key failure was the on/off switch for the components pilot valve was open. Additional malfunctions were the caster for the base was missing, the fitting receptacle for the base was missing and the small clamp was leaking.